Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother reported receiving a motor error during a bolus. She stated that after eating, she was going to change the infusion set and the alarm occurred when she was going to rewind the insulin pump. She stated that the insulin pump was not exposed to a strong magnetic field or an MRI. She was assisted in clearing the alarm and stated that she was then able to rewind the insulin pump. The blood glucose reading was 102 mg/dl. Nothing further was reported.